Event description:
Customer reported possible false positive flu b result. No confirmatory testing attempted.

Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Source of complaint was a phone call.